Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for an implant procedure. Post-procedure and upon performing x-ray imaging on (B)(6) 2021, the patient's right atrial (ra) lead was found to have dislodged. No electrical issues were reported due to the dislodgement. The ra lead was programmed off. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and reported no adverse consequences.